Event description:
The tip broke off in the pt while doing a CABG. As reported.

Manufacturer narrative:
The device was returned and inspected. The tip is not broken. Foreign material was found in the package and we are investigating the source. Scanlan international, inc. Has made numerous attempts to gain further information regarding this reported event. The contact point is a risk manager with no direct knowledge of the event. Unable to contact practitioners who reported the event.